Manufacturer narrative:
(B)(4)

Event description:
It was reported a declot procedure was being performed in interventional radiology. During the procedure, the ptd tip detached in the patient's av graft. As a result, the physician stented the detached tip to the graft. There was a delay in treatment with no patient harm and no patient death or complications reported. Additional information provided stated the physician is an experienced user and does approximately 100-200 cases over the past 10 years. He advanced the ptd past the clot, then deployed the basket and engaged the device while pulling it towards himself as stated in the IFU. The basket got stuck on the vessel wall and so he detached the driver to unwind the basket from the vessel. As he was unwinding and gently pulled, he took the device out of the patient and saw ptd tip was missing.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the distal basket tip separated from the basket was confirmed. The customer returned one 5 fr ptd catheter assembly. The assembly was returned with the basket deployed from the sheath and part of tip was missing from the basket assembly. Microscopic examination revealed that the black tip broke near the base of the distal connector and approximately 2.5 mm of tip material remained attached to the connector. The broken end of the remaining tip material appeared stretched and folded over the distal end of the connector. No other defects or damage were observed with the catheter or the basket. Functional testing was performed with the returned assembly and a lab inventory rotator. The basket was retracted and deployed and rotated as expected. The IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. Other remarks: it also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed and did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined and further investigation of this complaint issue has been initiated.